Manufacturer narrative:
This device is not available for analysis. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) and subsequent fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).